Manufacturer narrative:
Stryker sent replacement parts to the customer and they have done their own repairs.

Event description:
It was reported that the scale was not weighing properly (inaccurate) due to a malfunctioning cb10. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.